Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the patient received a small burn to the bowel during a laparoscopic gastric bypass. The surgeon was making an otomy with the monopolar function of the device. The device was pulled from the bowel and a small white burn mark below where the otomy was made was visible. The surgeon overstitched the burn area and there were no further issues. The device was removed and the surgeon then noticed damage to the clear insulation. The patient has fully recovered and there were no complications as a result of the burn. No further details about the patient are available.